Event description:
Pet owner reported seeing a liquid coming out of the needle before using. Dc. Lot # 4065028 = 2 syringes; lot # unknown from 1 other box 2-3 syringes; catalog# 324910; date of event unknown; sample status awaiting sample - 4065028; sample status discard -unknown lot number.

Manufacturer narrative:
Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.